Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen had gradually faded. The reporter stated that a new battery was inserted into the pump without resolving the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: the display screen was found to be dim and discolored. Unrelated to the display screen, the battery compartment was cracked along the side on the threads. Moisture was observed in the battery compartment. There was no further evidence of moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.